Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the caller stated that he ran both group and electrode impedance checks on the patient. Contacts 0 and 8 are both showing over 10k ohms. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedances is not known. The doctor is considering replacing the patient's leads. The issue is considered resolved as the rep was able to program around these contacts. The rep is also still waiting to hear from the office to see how they will move forward. No further information was reported.